Event description:
The manufacturer received information alleging a failure ventilator's external flow sensor. The device was not in patient use. The device was returned to a third party service center and the customer's complaint was confirmed. The device's external flow sensor cable was replaced to address the issue.